Event description:
It was reported that the device may reached the elective replacement indicator [eri] prematurely. It was also reported that the left ventricular [lv] lead thresholds were high as the lead had migrated after initial implant. The device was explanted and replaced; the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk (B)(4) shows min bat=2.949 to 2.628 volts between (B)(6) 2012, which is before device recommended replacement time (rrt) of 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.